Event description:
Pt was implanted on an unk date and was returned to the operating room for removal of tibia nail and 8 screws due to non-union of the tibia. This report is #1 of 9 for the same event.

Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues.